Event description:
A male with anterior wall mi was taken to the cardiac cath lab for emergency pci. Coronary angiogram revealed total occlusion of the left circumflex artery at the left anterior descending bifurcation. The lcx artery was intubated and wired. Coronary rinsing and aspiration were attempted. Thrombus dislodged down the lad and resulted in left system failure and cardiac resuscitation that was unsuccessful.